Event description:
It was reported that during a laparoscopic hysterectomy procedure, the suture post was broken and the broken pieces fell into the patient. The procedure was converted from a laparoscopic procedure to an open procedure. All fallen pieces were removed from the patient. Besides, the abdominal cavity was carefully cleaned.

Manufacturer narrative:
(B)(4). Additional information: olive plug. The analysis results found that the 2h12lp device was returned with the olive plug broken and the locking cam was separated due to this damage; the obturator was not returned. The suture tie posts were in good condition and properly attached to the olive plug. Upon inspection of the device with magnification, no missing pieces were observed. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. \ at the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: we reported that the suture post was broken, but during visual investigation performing, the suture post was not broken. The olive plug was broken. Approximately how long was the initial incision that was created? - approximately 10cm was it noticed that the suture post broke at initial insertion or later in the procedure? - no information. Did the suture post fall in the peritoneal cavity or in subcutaneous tissue? - in the peritoneal cavity. Was the procedure converted to open prior to the piece breaking off? - no. If so, what was the reason for the conversion? - na. Or was the procedure converted to open to locate the suture post? - yes. What was the patient¿s bmi? - no information. Was the trocar in place when the suture post fell into the patient? - no. Surgeon told that during removing the scope, sleeve was removed at a time, then the olive plug component was broken probably. So probably the piece was into the cavity through this olive plug without sleeve. Please provide a step by step of when and what occurred when the piece was determined to be broken? Please see above.